Manufacturer narrative:
Lens was not implanted. All pertinent information available to johnson and johnson vision has been submitted.

Event description:
It was reported that there was capsular tear while inserting the tecnis monofocal intraocular lens (model za9003, +21.0 diopter), capsular tear was not related to the lens itself. Vitrectomy was performed during the procedure. Reportedly, the lens was replaced with the same model and diopter. Patient has recovered. No further information was provided.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA-(B)(4).

Manufacturer narrative:
Device evaluation: the product testing could not be performed as the product was not returned. The reported complaint cannot be confirmed. Manufacturing record review: the manufacturing process record was evaluated and no deviation was found during process related to the complaint issue reported. There was no discrepancy found during the mrr (manufacturing record review). The product was manufactured and released according to specifications. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the product. Conclusion: based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.